Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately about a week ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7123608; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 559519.

Event description:
It was reported that the patient was experiencing itchiness, mild purulence and pain around the incision site of the leads. The patient underwent a full system explant procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing itchiness, mild purulence and pain around the incision site of the leads. The patient underwent a full system explant procedure and was doing well postoperatively. Additional information was received that the explanted devices were disposed by the medical facility.